Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown I am writing to let you know that in the current box of bd nano ultra-fine pen needles 4mm x 32g, lot number 9232983 exp 8/31/2024, I have experienced 4 failures to deliver the selected dosage of tresiba. I replace the pen needle and the correct dosage is delivered. The issue is: one cannot determine how much was delivered before the failure and how much should be given during the second application.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown I am writing to let you know that in the current box of bd nano ultra-fine pen needles 4mm x 32g, lot number 9232983 exp 8/31/2024, I have experienced 4 failures to deliver the selected dosage of tresiba. I replace the pen needle and the correct dosage is delivered. The issue is: one cannot determine how much was delivered before the failure and how much should be given during the second application.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-09 h6: investigation summary customer returned (1) open 4mm, 32g pen needle without the tear drop label or outer cover. Customer states that one cannot determine how much was delivered before the failure. The returned pen needle was examined and exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Root cause is user related. The non patient end of the cannula bent during use of the product by the customer. See h10.